Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the optical connector was damaged and jammed when connected to the processor, preventing communication. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause could not be determined. Instructions for use (IFU) indicate: ¦4.1 precautions(warning) ¿ stop using the devices immediately and observe the following when irregularity such as an endoscopic image disappears or focus adjustment becomes impossible occurred. If not, it may result in serious harm. ¿ turn off the video system center and turn it on again immediately, then find out whether an endoscopic image recovers or not. ¿ if an endoscopic image recovers, while observing the endoscopic image, withdraw the endoscope from the patient and stop using the devices. ¿ if an endoscopic image does not recover, detach the camera head from the endoscope and look into the eyepiece of the endoscope directly and withdraw the endoscope. ¿ if using various kinds of endotherapy accessories, before withdrawing the endoscope, withdraw the endotherapy accessory first in a way considered to be the safest. ¿ if body fluid such as blood or mucus gets on the distal end of the endoscope, or the cover glass at the back end of the endoscope or that of the camera head gets foggy, the endoscopic image may become blurry or dark. In that case, remove the debris or fog and then use. If not, it may lead to a burn or harm inside the body cavity. ¿ do not touch peripheral devices with the metal part of the endoscope during use. This product and the ground may be connected electrically, and therefore it may result in electrical shock. ¿ do not hold or fix the camera cable with forceps and such. It may lead not only to breaking of the camera cable but also to irregularity in image. ¿ hold the camera head, not the camera cable, and operate the endoscope during use. If not, it may lead to not only breaking of the camera cable but also to irregularity in image olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the subject device has a damaged video connector preventing communication. There was no patient involvement.